Event description:
Customer's father reported a button error on customer's insulin pump. Customer's blood glucose is 193 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, adn the discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window and cracked reservoir tube lip.